Event description:
It was reported that two days post-implant procedure, the clinical study patient experienced non-serious visual impairment which was assessed to be moderate in severity. The reported event has since been resolved. The device remains implanted in the patient.